Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03969 for details pertinent to this event.

Manufacturer narrative:
The complaint of split flange can be confirmed. The probable cause is due to an error during manufacturing in tijuana.

Event description:
It was reported that the flange of tracheostomy tube fully split and caused the tube to come out which required an emergency tracheostomy change. The event occurred at the patient's home. There was no patient harm reported, and the incident was resolved with an emergency tracheostomy tube change.